Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to close was not confirmed based on return device condition and the lever was opened then closed and the foot was deployed then retracted into the guide with no anomaly nor resistance noted. The reported entrapment, could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a diagnostic procedure using a 6f sheath. Reportedly, the foot could not be closed and the device became stuck in the patient. The patient was moved to the operating room where the device was removed via surgical cutdown. Surgery was used to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure due to the surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.